Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed.

Event description:
Update received 5/18/16. The sales rep has reported the revision surgery. It was noted the patient was revised to remove the asr components. No patient harm or product failure was indicated.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers received; patient alleges pain, swelling, inflammation, tissue damage, spread of metal throughout the body, decrease mobility and elevated metal ions.